Event description:
It was reported that pump generated cartridge alarm 30 during cartridge load, and caller mentioned cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, provided instructions for placing old pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.